Manufacturer narrative:
(B) (4). The ge service rep removed and replaced a defective ac power plug. He verified the system tracking. The system is operating as intended.

Event description:
The customer reported there was difficulty getting the system to calibrate and verify. No patient injuries were reported, but the procedure could not be performed as scheduled. That system was removed from service until repaired.